Event description:
It was reported that during a pci treatment procedure the maverick2 monorail 15x3.0 mm balloon ruptured at 12 atms on the second inflation. The pressure reached on the first inflation is unk. The lesion being treated was a calcified, 90% stenotic lesion in the right coronary artery. The physician used a 6fr medikit introducer sheath for vascular access, and a .014 runthrough guide wire to cross the lesion. The maverick2 monorail balloon was removed and the procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'good.'